Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure and unable to turn on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power failure. A field service engineer (fse) found that the solenoid latch spring on drawer 4.1 was broken. The inseparable latch was removed, the spring was replaced, and the magnets were cleaned to ensure proper function. The inseparable latch was reinstalled, and the drawer was tested to confirm it opened and closed correctly. Customer performed multiple inventory counts from the drawer, and no failures occurred. The drawer closed successfully multiple times. The system functioned as intended after the field service engineer repaired the device.